Event description:
The pt became ill during the infusion of medication and was admitted to the hospital. At the hospital, the pt's pump was exchanged but this did not improve the pt's symptoms. The pt infusion set was exchanged which elevated symptoms.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and revaluated, the MFR will file a f/u report detailing the results of the eval.